Event description:
Diagnostica, inova diagnostics, inc.'s austrian distributor, reported that one of their customers indicated that the formalin fixed, 12-well neutrophil slides, (part number 508297, lot number 922515) are too sensitive. A pt presented symptoms of pulmo-renal insufficiency and was being seen in nephrology. The nephrologist sent the pt sample to the lab. A temporary tech ran the pt sample on the anca test using both the formalin fixed slides(508297, 922515) and the ethanol fixed slides(508296, 022268). The tech used the pbs solution prepared by their lab and not the pbs solution mfg by inova diagnostics required for the anca test. The tech read the formalin fixed slides as positive and the ethanol fixed slides as negative. The initial result reported from the test lab in austria was anca positive. The pt was immediately treated with endoxan based on this preliminary result. Further tests performed the following day on the ethanol fixed slide from inova and the pr3 and mpo elisa tests from wieslab indicated negative results. The austrian distributor indicated in her fax to inova that "the pt will probably not survive the week".